Manufacturer narrative:
.

Event description:
After an estimated implantation period of approx. 79 months, decreased sensing values were reported. Furthermore, a home monitoring message indicated a 'special device status'. It was decided to replace the ICD and reposition the lead. The ICD was returned to biotronik for analysis. No adverse patient side effects have been reported. The implant date was not provided.

Manufacturer narrative:
The lead under complaint was not returned for analysis. There was no indication of a material or manufacturing problem.